Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-dec-2017 with the following findings: a review of the pump black box confirmed cs 064 errors (motor error occlusion during prime) occurred. During investigation, the pump alarmed consistently with cs 064 call service alarms. The pump was opened and the motor transmission was detached from the drive train. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.